Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 240mg/dl, 208mg/dl, 319mg/dl, 225mg/dl. Tests were done 11-20 minutes apart with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.